Event description:
It has been reported a surgical intervention was undertaken to explant the pt's entire scs system. The pt reported she had been experiencing discomfort at the ipg site and that it radiated to the mid-back incision. The pt also reported she had never lost stimulation, and the coverage had been effective. During the procedure, the physician noted the pocket area to be edematous but the pt was afebrile and did not show any signs or symptoms of an infection. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in the field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. (B)(4).